Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. No button error alarm noted during testing. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the buttons would freeze. The customer reported that she received a button error alarm. The customer's blood glucose was 50 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.